Event description:
(B)(4). One coil went missing resulting in surgery to find it. It was found to be tunneling its way thorough my uterus. That one was removed. During that surgery, my bladder was perforated resulting in a catheter for a week after surgery and I also had major issues with the anesthesia. The entire time I had this; I was having abd pain and extensive bleeding during periods. After the missing coil was removed, I needed an ablation just to stop the bleeding. I had bleed heavily for 7 weeks straight before the ablation was done. I still have a coil in my let side and still have left sided pain, my hair is falling out, weight gain, swelling on that side, numbness in my leg on that side and several other issues that were not there before they were implanted.